Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer administered a manual injection, changed the infusion set and cartridge, and resumed insulin.